Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing observed a "check clutch" alarm and visual inspection revealed the carriage washer was loose. The carriage washer was readjusted. After repair and recalibration, the device was found to pass all delivery, accuracy, and functional tests.